Event description:
It was reported that the customer's insulin pump alarmed motor error followed by a no delivery alarm. The blood glucose reading was 90mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the alarm history and found multiple no delivery and motor error alarms. Assisted the caller to run the displacement test and the test passed. Advised the caller to discontinue the use of the device, and revert to back up plan. No further information was provided.

Manufacturer narrative:
The device was received with currents in specifications. The insulin\p pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the motor test alarm. The motor passed the motor test. Further testing could not be performed due to the prime anomaly. The unit had scratched screen, cracked display window corners, broken belt clip slot, and cracked reservoir tube lip.